Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited greater than 2000 ohms impedance. Programming was set to vvi 50. The patient would be monitored.